Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The blood glucose at the time of the incident was 89 mg/dl. He stated that the device was not exposed to moisture and a button was not pressed for 3 minutes or longer. The customer stated that he was able to clear the alarm and the buttons were working. The customer also reported receiving a no delivery alarm due to the infusion set's cannula being bent. Blood glucose value was 285 mg/dl. The device will not be returned for analysis.